Event description:
The customer reported that the suture broke while the surgeon was pulling on the needle. There was no consequence to the pt. The surgeon obtained another suture and completed the procedure uneventfully.